Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is experiencing limited auditory sensation due to the electrode is only partially inserted in the cochlea. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted due to ossification of the cochlea that was not seen on the CT scan.

Manufacturer narrative:
Additional information: date of event and explant date. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
This is the final report.